Event description:
Two pts with the identical problem with plugs. Plugs have been extruded, but tethered to the lid margin by what appears to be pyogenic granulomatous tissue. No problems removing the plugs and the pts have no effects. In one pt, doctor was unable to place another plug presumably due to occlusin of the interior aspect of the punctum by granulation tissue. Both pts remained symptom-free.

Manufacturer narrative:
Oasis medical was unable to obtain product reference number and lot numbers for either pt or product after multiple attempts with the reporting doctor. A review of product batch production records shows that there were no process deviations, anomalies or remarkable events during recent production of soft plug silicone punctum plugs. A review of the gamma radiation sterilization cycle shows that the sterilization cycle was within validated parameters, no anomalies were noted. A product bio-burden audit is performed randomly throughout the year and historically the bio-burden levels for the silicone plugs are within acceptable range. A review of the oasis medical, inc customer complaint history files shows that there have been no other reported adverse events of this nature for soft plug silicone punctum plugs.